Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your report that the needle was not fully retracted was confirmed and the cause appeared to be manufacturing related. One insyte autoguard needle was returned for investigation. A microscopic examination revealed an impression in the barrel along the fractured edge. The barrel component was likely crushed during assembly due to misalignment. This prevented the needle from fully retracting. The needle tip remained exposed. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No new information.

Event description:
Prick with contaminated needle after ktr insertion in a patient. Material defect, the needle was not completely retracted and when it was thrown away the needle went back into the thumb. 9/5/2025 customer response: has the patient or user suffered harm? If yes, please explain yes, aes for care staff. Did the malfunction cause a needlestick injury to healthcare staff or the patient? Yes, care staff. Were healthcare personnel exposed to blood or body fluids? Yes. Was there a problem with the safety device? Yes. Were other measures taken? Follow-up of internal procedure in the event of an aes. Response on 12-sep-2025. Here is the department's response: "the staff member concerned went to a&e to report the incident and complete the various paperwork. A blood sample was taken from the patient and the agent himself. I'm not aware of the results. But follow-up is underway."

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.